Event description:
Reportedly, during the pci for heavily calcified cto lesion at #7 lad, tip of corsair was broken. Removal of the broken fragment was not performed at the physician's discretion, and the fragment was left remaining in the anatomy.

Manufacturer narrative:
Investigation of returned device revealed that the tip section including the radiopaque coil was broken off. Stand-shaft of the device was found deformed due to the rotational force given to the device. It is inferred that the tip end of corsair catheter might be caught by cto lesion, where rotational manipulation was applied with force, resulting breakage of tip when the accumulated rotational force exceeded the product's design limit.